Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, the rv lead that was attempted to be implanted exhibited poor sensing and capture values. The rv lead was attempted to be repositioned but was unsuccessful due to the helix of the rv lead failing to retract and breaking. The rv lead was not implanted, and another rv lead was implanted on (B)(6) 2025. Patient was stable.